Event description:
A discordant intact parathyroid hormone (ipth) result was obtained on a patient sample during a repeat run on the immulite 2000 instrument. The intial result and the repeated, discordant result were not reported to the physician(s). The sample was rerun on a different instrument, and the corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant ipth result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and the instrument data, and replaced the wash spinner assembly. However, a malfunction of the wash spinner assembly would not have caused the discordant result. The cause of the discordant ipth result is unknown. Siemens is investigating this issue.